Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off with hyperglycemia could not be event is confirmed. There was moderate amount of adhesive residue observed on the foam pad, however, it was observed that and the device was returned with bandages attached to the pad indicating an adhesive issue. The device passed the needle mechanism test with no issue observed.

Event description:
Patient reported that 5 v-go's from the same lot fell off prior to the end of the 24-hour cycle. Patient stated that for some v-gos in this lot she does not see the adhesive on the entire area of the adhesive pad. Patient did not provide specific dates for the v-go's that fell off, other than the one worn (B)(6) 2020. Patient stated she experience a hyperglycemic event 04/14/2020 @ 3:52 pm 352. Patient stated the v-go lifted during the night and that the needle was exposed. Patient was unsure when it came loose. Patient replaced the lifted v-go with a new one and gave herself a bolus dose right away. Patient stated she recovered promptly with that treatment. Patient stated her normal blood glucose levels range between 161 to 225.